Event description:
It was reported that the device alarmed 'cassette not attached properly. Reattach cassette' when the cassette was removed and the latch lever was closed. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn and the upstream occlusion (uso) seal was separating. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was traced to the defective dso seal. The dso seal and uso seal were both replaced. The device then passed all testing.